Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor. Bg cause was unknown. Bg was addressed via correction bolus, exercise, and change of pump supplies.